Manufacturer narrative:
Additional information: UDI#: (B)(4). The device was returned for evaluation. The unit was received with the lock having both rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was not confirmed via inspection of the unit; unable to duplicate slippage upon evaluation. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00374. 3004608878-2020-00372, and 3004608878-2020-00371.

Event description:
This is 2 of 4 reports. A customer reported that the a1059 mayfield modified skull clamp was used for an unspecified procedure and the patient's head slipped. The pound per square inch (psi) changed from 60 pounds to 40 pounds when patient was flipped. There was no known patient injury or delay in surgery. Additional information has been requested.